Event description:
It was reported that the bronchofibervideoscope exhibited a lack of cleaning after a case on 2/16/2024. Later, it was found soaking in water within a sink in the facility¿s soiled utility room. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that the mishandling of the scope resulted from insufficient cleaning/ incorrect processing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The device was found soaking in a sink in a soiled utility room and was not reprocessed after a case was completed according to the instructions for use. The event can be detected/prevented by following the instructions for use which state: "instructions evis exera ii ultrasonic bronchofibervideoscope olympus bf type uc180f important information ¿ please read before use chapter 5 reprocessing: general policy. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures." Olympus will continue to monitor field performance for this device.